Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zb control is considered conforming based on the manufacturing review and returned product. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.